Event description:
Additional information received reported the patient met with the manufacturer representative and her concerns were resolved. Additional information received reported the patient had a "pinching" sensation when she turns stimulation up enough to control her symptoms. The pinching sensation got worse when she sat down using program 1 at 4.6v. It was also reported that the patient was wetting herself when she sneezed, which started about 1.5 weeks ago. The patient's irritable bowel had been acting up again which led to more accidents. It was getting better and usually kicked in every 3-4 months. The patient was not aware of any accident or incident related to this complaint. The issue started about 1.5 weeks ago and was possibly related to her irritable bowel. The patient's symptoms were located in the perineum and her status was fair. The patient switched to program 3 at 3.75v. She was feeling stimulation and will stay on this for the next few days. Further information received reported the patient was still having concerns about her device/therapy, but she had not sought further help.

Manufacturer narrative:
Lead model 3889-28 lot# v864450 implanted (B)(6) 2011 explanted unk; programmer model 3037 (B)(4). (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect following exposure to a security gate at a (B)(4). The implantable neurostimulator was turned on at the time of exposure. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported, the patient was going to the bathroom every hour and she also had leakage most of the time she went to the bathroom. It was reported, the patient could not provide incidences of her frequency/leakage symptoms were prior to implant. The patient had tried all 4 programs and could not go any higher on any of her settings. When the patient changed programs when she called in june it helped her symptoms but her symptoms had returned and she had no further adjustments she could make. A follow-up report will be sent if additional information becomes available.